Manufacturer narrative:
H6: the reported 4.5 flexible endoscopic cannulated drill bit, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the drill broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
The reported 4.5mm endoscopic cannulated flexible drill, used in treatment, was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The drill head has broken off from the shaft. The break is along the axis to the first spiral cut. There is tip flaring on the distal end of the drill head ID. The drills shaft is bent. Further examination of the drill head showed the primary cutting surface and flutes are dull. Per the devices instruction for use: use of drills with that have worn or dull tips can result in breakage. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a knee acl, the clancy flexible drill broke. All the pieces were recovered from the patient. No back-up device was available. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.